Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported the patient was on impella 5.5 support and after the pump was implanted, there were placement signal not reliable alarms. Audio was disabled and staff monitored. Additionally, a pump stop occurred with motor spikes. The automated impella controller (aic) was switched out and the pump stopped several times, but was successfully restarted. Patient survived.